Event description:
Lifeshield list no. 12538-48 tubing defective at luer lock located at cartridge of pump insertion. Reported to company. Lot no: 09119-5h. Luer lock broke off while administering chemo product. Spill avoided due to manual lock activated to stop leak.